Manufacturer narrative:
Complaint no: (B)(4). The patient was born on an unreported date in 1970. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced suspected peritonitis. The patient was hospitalized. The cause, treatment, and outcome of the event were not reported. It was not reported if dianeal therapies were ongoing. No additional information is available.